Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. A delivery system in the released position was rec'd, evaluated and retained by this MFR. This filter remains implanted and was therefore not returned for eval. No problems were noted with the returned device. It was indicated continual flushing of the carrier system during the implant procedure was not performed which may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter. The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".